Manufacturer narrative:
Device evaluated by MFR.: the device was received in two sections as a result of a break in the hypotube. The break was located at the base of the hub manifold. A microscopic examination of the break site found the break appeared to have occurred as a result of a severe kink that occurred in the hypotube. The break is consistent with excessive force having been applied to the shaft. No other issues were noted with the device. There were no kinks noted along the entire length of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, broken shaft was identified. During preparation for a stenting treatment procedure in the proximal right coronary artery, the physician opened the 2.5x15 maverick 2 monorail balloon catheter packaging and found the device shaft to be broke. The device did not enter that patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure, broken shaft was identified. During preparation for a stenting treatment procedure in the proximal right coronary artery, the physician opened the 2.5x15 maverick 2 monorail balloon catheter packaging and found the device shaft to be broke. The device did not enter that patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).